Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an issue with the receiver causing interference with the g5 mobile application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, initial reporter information - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed that the device's firmware upgrade was attempted and failed. (B)(4) were executed and results show that receiver was able to be upgraded. The reported event of the receiver causing interference with g5 mobile application was confirmed. A root cause could not be determined.